Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the proximal was resected using a tlc75 and the distal end was sutured with a purse string. After approximation (proximal and distal), with a cdh29, a crunch was heard when fired. When the anastomosis was observed, there was a 10mm unstapled area in the proximal part which leads to bowel leakage. The surgeon had to suture this area to complete the case. The donut was complete and the proximal was incomplete (12 o'clock direction).